Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with episodes of inappropriate shock to the emergency room. It was noted the right ventricular - rv lead was exhibiting lead noise oversensing causing inappropriate shock. The rv lead was capped (B)(6) 2020 and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with episodes of inappropriate shock to the emergency room. It was noted the right ventricular - rv lead was exhibiting lead noise oversensing causing inappropriate shock. The rv lead was cut and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
A partial lead with the pin measuring 25.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. External insulation abrasion was noted at 19.3-21.3 cm from the pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of inappropriate shock and lead noise.